Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error. Girlfriend is calling on behalf of the customer. The e-3 error occurred when the test strip was inserted into the meter. At the time of the call, the customer reported feeling ill with symptoms of fatigue, pain and vomiting. Customer stated he may seek medical attention. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/25/2020 and open vial date was not disclosed. Although product was not stored correctly, customer wanted to perform a blood test and obtained a result of 183 mg/dl using meter. Customer was advised to purchase new test strips.